Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an ablation procedure, the patient experienced a complete atrioventricular (av) block occurred during ra diofrequency delivery. It was further reported that the patient experienced electromechanical dissociation (emd) and cardiopulmonary arrest. The patient required cardiopulmonary resuscitation (CPR) and then extracorporeal membrane oxygenation (ECMO) support. The case was completed with radiofrequency (rf) and pulsed field (pf) ablation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the sphere 9 catheter with lot 0229376777 was returned and analyzed. During external visual inspection, the sphere 9 catheter was found to be intact, and no defects were observed. The catheter was functionally tested using the catheter extension cable that was returned with the catheter on test capital equipment. Radiofrequency (rf) and pulsed field (pf) ablations were completed successfully for the catheter. A new map was started, and the catheter was able to map appropriately. At no point during testing was an error message seen. The cirris tester was used on the catheter for the shorts and mapping tests, which had passing results. A multimeter and a breakout fixture was used to check for any shorts to braid, but none were found. In conclusion, the returned catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.